Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 450 mg/dl. Customer kept trying to deliver more insulin and had to treat for his high blood glucose value with a manual injection and the injection seemed to bring the high blood glucose value. Insulin pump ill not be returned for analysis.